Event description:
Dr. (B)(6) office reported that a female patient was injected with 1.5 cc radiesse syringe to her cheeks on (B)(6) 2015. The patient reported to the office with swelling and erythema to the right cheek area. Dr. (B)(6) though it was infection and prescribed keflex as treatment. (B)(6), rn, (B)(6) spoke with (B)(6), md regarding a patient he injected with 1.5 cc of rdf ot the midface on friday, (B)(6) 2015. The patient reported to the office on monday with erythema and swelling of the right cheek which appeared over the weekend. Dr. Zeph (B)(6) to deteriorate with tissue breakdown on the midface, inferior near the right nlf, and the right lower eyelid. They discussed vascular occlusion versus infection and that the symptoms the patient was experiencing are indicative of vascular occlusion.

Manufacturer narrative:
On (B)(6) 2015, val at dr. (B)(6)'s office stated the patient fully recovered. The device history records for the injected radiesse lot were not reviewed as the lot number was unknown.